Event description:
The user facility reported that the temperature/pressure module of the cardioplegia set leaked at 140mmhg during the second dose of cardioplegia. The perfusionist changed out the unit and the case was completed successfully without any further complications. The reported blood loss is estimated to be 200-250cc. There was no injury or harm reported and the patient has since been discharged.

Manufacturer narrative:
The returned sample was decontaminated, visually examined and leak tested. The device was confirmed to leak when pressurized to 135mmhg. Visual examination revealed a void in the weld area of the device. The device supplier has been notified. There were no indications of any production related problems in the device history records. A review of the complaint files confirmed that this lot has not been reported previously. All available information has been placed on file in quality assurance for use in tracking, trending and follow up.